Manufacturer narrative:
Related voluntary medwatch form received: medwatch mw5145844.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high pacing threshold. The lv lead remained in service. No adverse patient effects were reported.